Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected. Customer¿s blood glucose was 72mg/dl at time of incident. Customer states that internal source was unable to charge and notification light did not stop flashing immediately. Customer advised to insert new battery and monitor the pump. Insulin pump will not be return for analysis.